Event description:
It was reported that low level, high frequency noise that was inhibiting pacing was observed. Myopotential oversensing was suspected. Programming changes were made and the oversensing was no longer seen. The patient will be monitored with routine follow-up.

Event description:
New information received notes that the issue was discovered when the asymptomatic patient presented in clinic during regular follow-up. Patient was stable during and after device reprogramming.